Event description:
It was reported that a minimum fill notification occurred, and the caller declined troubleshooting. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.